Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of serious patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously reported in outcomes attributed to adverse event required intervention to prevent permanent impairment/damage. After review, it was determined no permanent damage was reported , this was incorrectly marked in outcomes attributed to adverse event, patient identifier was updated with the name, initial reporter name and address was updated with phone number. Consumer and foreign was marked in report source. Device was returned to manufacturer and device return was selected as yes. Date was changed in date of event and date rec¿d by MFR. The report should have been sent for product problem only in adverse event or product problem.

Manufacturer narrative:
The device was returned to the manufacturer's service center for evaluation. The manufacturer visually inspected the device and found dust contamination throughout the unit. The device's event logs were downloaded and reviewed. The manufacturer found to contain error codes. The manufacturer concludes there was no evidence of sound abatement foam degradation but dust contamination throughout the device which is likely due to environmental conditions. The device has been scrapped.